Manufacturer narrative:
The field service engineer (fse) found that the solenoid 340 was leaking air into the vacuum chamber and stress on the tubing attached to the probe wash collar. The fse replaced the solenoid and verified the unit by running controls. A modification (#(B)(4)) was performed to alleviate stress on the tubing. Root cause was attributed to the solenoid 340 leaking air into the vacuum chamber and stress on the tubing to the probe wash collar. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak in connection with the unicel dxh 800 coulter cellular analysis system. The customer reported a drip of bloody fluid on top of specimen tubes and onto the platform. The user was wearing personal protective equipment consisting of gown, gloves, and glasses. There was no contact with broken skin or open wounds. Medical attention was not sought. There was no impact to patient results. No effect to patient or user was reported in connection with this event.